Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test alarm due to due to a33 alarm. The insulin pump was received with normal operating currents and passed a21 error test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor during the manual prime. Customer's blood glucose at time of incident was unknown. Customer was explained that the pump did not detect the reservoir. The customer stated that the drive support cap is not protruded or loose. The customer was advised to revert to a backup plan until replacement arrives. The customer was advised that the device would be replaced.